Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens tore during loading and it was unknown if there was patient contact or if the lens was inserted and removed. There was no patient injury and the backup lens was implanted.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; torn material. Evaluation results: visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned dry and there were fibers on the lens surface (B)(4).